Event description:
During the procedure the attending requested to use a "piranha", a 3f flexible ureteroscopic biopsy forcep. The circulating rn opened one in a sterile fashion and the attending proceeded to use it. The attending inserted it into the ureteroscope and obtained one biopsy. Attending took the piranha out of the ureteroscope to pass the biopsy specimen off to the circulating rn. It was at that time the piranha stayed in a "locked open" position and would not close up again to be used to obtain another specimen. The attending noticed a bend or "kink" in the piranha and also stated he would like another one to finish obtaining specimens. Another piranha was given to the attending and case was completed with no harm to patient.